Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for sciatic nerve injury. It was reported that the patient cannot feel stimulation. The battery was interrogated on (B)(6) 2017, and there was report of out of range impedances on all contacts. Impedances showed to be greater than 10,000 ohms. It was noted that the patient¿s voltage was maxed out with their battery turned on. The patient did not report any contributing factors such as a falls, or environmental issues. The patient¿s healthcare provider was updated on the findings. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v166790, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of sciatic nerve injury. It was reported that the patient underwent a revision where the patients paddle and extensions were replaced with surescan paddles and a new ins. During the revision the same 10,000+ impedances were found at the pocket when tested through an mltc. Then, the healthcare provider (hcp) exposed the lead to extension site in the mid line and disconnected the paddle lead from the extension. It was noticed a fracture in one of the wires in the paddle. The rep tested the other tail of the lead but it still yielded 10,000 ohms. The healthcare provider (hcp) removed all the old equipment. The new lead was inserted and tested intra-operatively and coverage was confirmed. A 97714 was implanted with good impedance as well. Patient had great coverage and all stimulation was returned to normal in recovery.